Event description:
Account reports incidents in which leakage is occurring from the filter. Reporter stated there was no negative outcome to the patient. Writer inquired about frequency and reporter stated, "I was told this has happened before".